Manufacturer narrative:
The device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account reported that a patient returned to the hospital after a t7 tumor ablation with augmentation with right leg weakness and radicular pain. Edema in the epidural space and around the cord was identified via MRI. The patient was re-admitted to the hospital for treatment and is recovering well.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.